Event description:
It was reported that during a bph surgical procedure at 5 minutes "the system stopped" and "error message 660 appeared". The system was restarted but the error could not be cleared. The procedure was not completed. No harm to the patient reported.

Event description:
It was further reported that the case was completed using an alternative procedure (turp). Patient outcome: "no injury" reported.

Manufacturer narrative:
The system was serviced in the field on november 20, 2017. Information extracted from service report: replaced chiller. Functional test passed. Est passed.